Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified that the cooler heater unit had an air leak in the cpg line, caused by a leaking connection on valve 5. The fsr repaired the leaking connection on valve 5 with teflon tape on the elbow fitting. He checked calibrations and operation. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was air in the cardioplegia (cpg) line of the cooler heater unit. The device was not changed out, as the line was purged and the device was used in the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.